Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced axes controller platform (acp) 3 and ran into 297 and 307 errors. The fse programmed the robot in standalone mode. The fse was able to complete programing in standalone mode after two attempts to resolve the errors. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer called in to report a recoverable fault 32101. The customer had attempted to recover the fault and performed a power cycle, but the fault returned. The customer was moving the case to another system. The system logs indicated a brake fault on the robot column. The procedure was aborted to another da vinci system with no reported injury.